Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient was unable to turn her stimulator intensity settings higher starting on (B)(6) 2019. The patient met with the manufacturer representative on (B)(6) 2019, and it was reported that the patient controller was displaying the settings not available screen. Electrodes 0 through 15 were all within normal limits, except electrode #11 was displaying as 40,000 ohms. The patient was programmed on 8+9-11-, and a pulse width of 300 microseconds. The patient was also reporting that the battery was depleting quicker than normal at times. It was reviewed that there was likely a short in the system. The manufacturer representative was going to reprogram the patient to 8+9-10- and lower the pulse width to 200 microseconds. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient was unable to increase the intensity of their stimulator as they were getting the ¿cannot provide desired intensity¿ message. It was unknown if any factors led to the issue. It was reported that the rep met with the patient for a scheduled visit and conducted an impedance check. The two contacts with high impedances from the previous report had not changed, but it was indicated that there were then several contacts with low impedances ¿possible shorts¿ that were new. It was indicated that these contacts changed with different body positions. The rep was able to reprogram around the contracts with high and low impedances and it was reported that the issue was resolved. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.